Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("two embedded essure coils") in a 45 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of migraine, weight gain, abdominal adhesions, penicillin allergy, parity 2, gravida ii, menorrhagia, pap smear abnormal and augmentation mammoplasty. Previously administered products included: lexapro, levora [levosulpiride], levothyroxine, acetaminophen, lexapro, docusate;senna alexandrina, oxycodone and oral contraceptive nos. As concurrent condition the report mentioned dysmenorrhea. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2021, 1401 days after essure insertion, she experienced embedded device (seriousness criterion intervention required). Essure was removed on (B)(6) 2021. The patient was treated with surgery (essure removal via hysterectomy - uterus and cervix). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. The reporter commented: discrepancy noted removal date of drug updated to (B)(6) 2021 from (B)(6) 2021. Discrepancy noted removal date of drug insertion (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2016: hysterosalpingogram report: history: post essure. Findings: inspection of both cornual regions and proximal fallopian tubes documented adequate placement of the essure micro-inserts. The patient tolerated the procedure well and was senthome in stable condition. Impression: normal essure confirmation test. The fallopian tubes are occluded at the cornual regions. No contrast is visiblebeyond the essure micro-inserts [pathology test] on (B)(6) 2021: surgical pathology final report: diagnosis: right fallopian tube specimen: fallopian tube, including fimbriated end, with paratubal cyst. Left fallopian tube specimen: fallopian tube, including fimbriated end, unremarkable. Uterus, supracervical hysterectomy specimen: endometrium with weakly proliferative pattern and features suggestive of previous endometrial ablation; negative for- two embedded essure coils (gross examination only). Specimen source: right fallopian tube. Left fallopian tube. Uterus. Clinical information: pelvic pain; perimenopausal state. Gross description: uterus: sectioning of the fragments reveal pink-tan mildly trabeculated myometrium within the fragments are two embedded coiled medical devices consistent with essure coils, when extracted from the fragments measure in aggregate 5.5 x 0.4 x 0.2 cm. [Ultrasound scan vagina] on (B)(6) 2017: eal-time transvaginal sector scan was performed history and indication: menorrhagia. Lmp: (B)(6) 2017. Conclusions; the uterus is normal, antevertod and deviated on tha left. Bilateral essure's are identified but suboptimal views. Nabothlan cysts present, there is a 1.4m ectogenlc area seen within the endometrhum possibly representing a polypendomnetrial thickness: 2.24 cm; on (B)(6) 2017: history: menorrhagia and follow up on endoretrial thickening. Surgeries: c-section x 2, indications menorrhagla . Thickened endometrial lining. Conclusions: the uterus is retroflexed and contains one small anterior intramural fibroidmeasuring < 2 cm, essure not well visualized, but appears to be in the proper location. Nabothian cyst present. 1.2ncm krwr hyperechalc mass seen on previous ultrasound is still visualized with vasculsrtty measuring 2,0 x 1,1x 1,4 cm, endometrial thtckness 2.15 cm. No other adrexa} masses cysts ara seen. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: embedded device (10074498). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-sep-2023: medical record received. Event embedded device added . Surgical pathology report added. Medical history and lab data updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2021, 1401 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) with surgery (essure removal via hysterectomy - uterus and cervix). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 45-year-old female patient who had essure inserted. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2021, the patient underwent medical device removal (seriousness criterion intervention required), 3 years 10 months after insertion of essure. The patient was treated with surgery (essure removal via hysterectomy - uterus and cervix). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2023: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.